Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the inability to not power up was isolated to an internally shorted u104 pxa processor on the computer/analog board. The root cause for the shorted u104 pxa processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.